Event description:
As stated by the customer (B)(6) 2012: gas strut was defective and has been replaced.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.